Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon slipped into body [foreign body in reproductive tract]. Rope from tampon missing [device breakage]. Case description: a store sent e-mail stating a consumer complained that a tampon slipped into her body. No serious injury was reported. Follow-up: consumer sent e-mail stating she inserted a tampon last night, and in the morning the rope was missing when she wanted to change the tampon. She was not sure if the product was in her body. No serious injury was reported.